Manufacturer narrative:
The passed the displacement, rewind, basic occlusion, and prime tests. However, the pump was received stuck in a motor error loop during the bolus/basal delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to test for excessive no delivery or other alarms due to the motor error alarm. The pump also had a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that they had a motor error alarm and a motion sensor test failure alarm on the insulin pump. Customer stated that they took the pump off to go swimming and when they picked it up, it had a motor error and was vibrating. Customer's blood glucose was 98 mg/dl at the time of the incident. Customer stated that the pump was not dropped or exposed to moisture. Customer stated that they are unable to complete the rewind sequence. Customer keeps receiving the motion sensor test failure alarm. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that they have another pump to use as a back-up.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.